Event description:
It was reported that suture placement was attempted in the common femoral artery with a perclose proglide device using the preclose technique prior to a valvuloplasty procedure. Reportedly, the first proglide device had successfully captured the artery; however, the next two proglide devices resulted in a cuff miss with no sutures retrieved. The sheath was upsized to a 11f from a 6f sheath for the interventional procedure. After the procedure, the 11f sheath was removed and the sutures from the first device was used to close the site but hemostasis was not achieved. Six other proglide devices were used to close the site over the guide wire, but the attempts were unsuccessful as the sutures were not retrieved. Ultimately manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. Failure to achieve hemostasis may be due to a number of factors including, but not limited to a manufacturing deficiency, user technique and/or anatomical condition. There was no other information reported,regarding user technique or patient medical history to suggest that it could have contributed to the product experience. During manufacturing, a final inspection is performed on all proglide devices. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. Therefore, a conclusive cause for the reported failure to achieve hemostasis could not be determined. A review of the lot history record did not reveal any nonconforming material records for the reported lot. A query of the complaint database revealed no other incidents reported for hemostasis not achieved. There was no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported, the device was discarded. A follow-up will be submitted with all relevant information. The additional proglide devices are being filed under separate medwatch reports.